Event description:
It is reported that the device was implanted in 1999. Post-op, in 2006, the pt complained of pain and the physician reported the device had fractured. In 2007, the device was revised.

Manufacturer narrative:
Evaluation summary: laboratory analysis of the fracture surface shows fatigue striations indicating fracture occurred by fatigue. Evaluation: offset stem in fractured at approximately base of taper. There is what appears to be extensive post-fracture damage near the fracture site on the offset stem. Stem extension shows excessive gouging/deformation near the fracture section. Fractured taper end is locked into stem end of tibial plate. The tibial plate with wedge assembled to it has large amount of bone cement on backside surface and around the stem. Device history records indicate manufacture to specification. Scanning electron microscope examination of fracture surface showed fatigue striations indicating fracture occurred by fatigue. Energy dispersive spectroscopy analysis showed ti, ai and v elemental peaks typical of tivanium alloy.